Event description:
As reported by the sales rep per the user facility: reports when chemo infusion almost finished nurse tapped on drip chamber and the tubing fell off the drip chamber. No patient injury, but there was a chemo spill. No sample available for return. Additional information provided by the facility indicated no one suffered any adverse sequela associated with the reported incident. The sample was discarded and there is no further information to define a lot number.

Manufacturer narrative:
The actual device in the reported incident was not returned to the manufacturer to be evaluated and a lot number was not reported. Without the sample and a lot number a thorough evaluation could not be performed. There have been no other reports of this nature against the reported part. No specific conclusions can be drawn.